Manufacturer narrative:
Upon further review, the likely root cause is associated with the purge cassette and not an issue with the automated impella controller. A regulatory report is no longer necessary.

Event description:
The user facility reported a 74-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) had a purge cassette failure. The team swapped out the aic with another with no further issues. There was no patient harm.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.